Event description:
The manufacturer received information alleging the enclosure is cracked and screw bosses in inlet air path. There was no harm or injury reported. The device was returned to the manufacturer's service center for repair evaluation. During the evaluation of the device, the dc power connector was found to be physically damaged. The device's dc power connector cable needs to be replaced to address the issue.